Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, if was identified that the led light problem was due to a power issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that part of light emitting diode (led) of digital bar graph on front panel does not turn on at the high flow insufflation unit. There was no patient involvement.